Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, following intraocular lens implant procedure, the patient had halos and feels dangerous to drive. The lens was exchanged in a secondary procedure. Additional information was received stating patient issues were resolved and the surgeon's prognosis was good.

Manufacturer narrative:
The lens was returned on a triangular cut medical sponge that was placed into a plastic bag. Viscoelastic was dried on the lens. The lens was cut into two large portions, typical of damage created to help facilitate a lens removal from the eye. One optic portion has scratches on the anterior and the posterior surfaces near the optic/haptic junction of one haptic. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The root cause cannot be determined for the reported complaint. The explanted lens was returned in pieces with additional scratch damage. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to being returned in pieces. Information was provided that the toric multifocal company (1.50 cyl) 23.0 diopter (add power +2.2/+3.2) was removed and replaced with a toric company (1.50 cyl) 23.0 diopter lens. This information may suggest that the replacement lens model may have been an improved selection for the patient's vision needs or preferences. There is one another complaint reported in the lot. The manufacturer internal reference number is: (B)(4).